Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot. A root cause has not been identified. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient experienced halos, glare, and blurred vision in the operative eye and was unable to adapt to the lens. The lens was later exchanged. Additional information has been requested but has not been received to date.